Manufacturer narrative:
The returned blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular and that the radius tangent is coming into contact with the outer blade tip. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. An engineering change was initiated to improve this condition to take effect in october 2012. The complained device was manufactured prior to this change. The complained device was built to the then design specifications. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause was found to be a manufacturing issue which has since been addressed. (B)(4).

Event description:
During a knee arthroscopy procedure, it was reported that the blade was used to resect tissue. Extensive metal shedding from the blade was evident in the joint space. The shed material was removed using suction. A five minute delay, no patient injury or complications took place. A back-up device was available to complete the repair.